Manufacturer narrative:
The returned delivery system was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The stent was not returned. The technical investigation revealed that the stent balloon was inflated. The balloon surface revealed clear visible stent imprints, indicating that the stent was crimped between the x-ray markers. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100% and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all in-process controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Finally it should be noted that the sds should not be used after its expiry date.

Event description:
An orsiro drug-eluting stent system was chosen for treatment of a calcified lesion (80 percent stenosis degree) in mid rca. When stent was positioned across lesion it was not visible on balloon under fluoroscopy. Balloon was inflated however no stent visible on fluoroscopy. The stent was not seen in the patient. The stent most likely dislodgement outside patient.